Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phacoemulsification handpiece was returned for evaluation. The system was manufactured on may 1, 2007. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was connected to a calibrated system for priming and tuning. The handpiece passed tune. (B)(4). The handpiece generated both phaco and torsional power during test. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Functionally the handpiece passed all tests within stroke specifications.(B)(4). The last recorded data displayed no recent tuning issues. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no ultrasound during a procedure. The procedure was completed after exchanging the handpiece. There was no patient harm.